Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the experienced an occlusion alarm. The customer's blood glucose level ranged from 262-405 mg/dl. Reportedly, the customer changed the pump supplies to address the issue. In addition, it was reported that the pump time was incorrect; causes was unknown. Customer's blood glucose level was 262 mg/dl. Reportedly the customer corrected the pump time to address the issue.